Manufacturer narrative:
The investigation for the reported introducer damage issue has been completed. The product was returned, and the issue was confirmed. The impella 2.5 was returned and the red lumen was still in place. A sample guidewire was attempted to be backloaded and the failure was reproduced. The guidewire was unable to advance past the outflow/impeller area. The red lumen was removed and a kink was found in that area. Per the results of the clinical review and investigation, the root cause was determined to be backloading issues as a result of a kinked red lumen. The cause of the kink in red lumen could potentially be the lumen being caught between the impeller and the outflow cage. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during prep of an impella 2.5 that they were unable to use the easy guide lumen to place the guidewire within the device. As a result, a new impella cp was used. There was no adverse impact to the patient.